Manufacturer narrative:
Visual inspection of the returned plug found damage along the threads aligned almost vertically. There is no damage along the pentalobe but some wear along the posterior side of the plug. Due to the condition of the returned implants, a functional examination could not be performed. A review of the manufacturing records for the plugs indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2012. Based on the current information, the most probably root cause of this reported incident is off-axis torquing of the plug.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 4 mdrs filed for the same event (also see 0002242816-2013-00067/00070).

Event description:
It was reported that the screw broke during torquing in surgery. Subsequently, the screw was explanted. Patient outcome: no adverse effect reported as a result of this event.